Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; during the same surgery the patient was reimplanted with another device.this report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, tha patient experienced a sudden loss of auditory percepts. Reprogramming attempts were made; however, the issue could not be resolved. It is unknown whether there are plans to explant the device and reimplant the patient with another device as of the date of this report, (B)(6), 2011. The implanted device remains.